Event description:
It was reported that during a low anterior resection procedure, the staple line did not form at all. One staple line was completely missing. The other staple line had malformed staples and completely opened up. This resulted in patient receiving a colostomy. The patient was in ICU for extra ten days.